Event description:
Baxter (B)(4) received a report that a 2.5 ml/hr folfusor underinfused during patient use. A volume of 110 ml was infused over the course of 72 hours rather than 44 hours. This implies a 1.53 ml/hr flow rate, which is 61% of the expected flow rate. The device was filled with a 120 ml solution of fluorouracil and an unknown diluent. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined.